Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Lead returned with the helix was fully retracted and the outer insulation buckled. However, the helix was still able to be extended and retracted within specification. (B)(4).

Event description:
It was reported that during initial implant of the right ventricular (rv) lead the helix would not extend or retract despite turning it thirty times. The lead was not used and another lead was implanted. After explant of the lead it was tested and the helix turned but it was slow. No patient complications have been reported as a result of this event.